Event description:
It was reported that the pt status immediately following system placement was acceptable; the pt had detected sensation in his lower back and both extremities. Approximately three hours after implant, the pt experienced numbness in his legs and paralysis of the lower extremities was diagnosed. An MRI exam was scheduled. The pt was returned to surgery later the same day and a hematoma was discovered at the site of lead implant. The lead and extension products were then removed and the pulse generator remained implanted. The following day, results of MRI exam had confirmed hematoma, which was attributed to abnormalities of the spine and vascular structures. Subsequently the pt's condition had improved; function was regained in the lower extremities. The field staff had indicated in 2008, that the pt had recovered and was doing fine.